Event description:
Had mentor saline implants put in on 2006. In the past 4-5 years started experiencing health problems such as lower and upper back pain, gastrointestinal issues, brain fog, fatigue, dizziness, joint and muscle pains, anxiety and shortness of breath. Have gone through several testing and everything comes back normal. Doctor can't explain why I'm having all these issues. FDA safety report ID# (B)(4).